Manufacturer narrative:
(B)(4). Medical product: biomet I-beam stem catalog # 141310 lot # unknown. Vanguard bearing catalog # 189060 lot # unknown biomet ilok tibial tray catalog # 141213 lot # unknown. Series a patella catalog # 184764 lot # unknown. Unknown femoral catalog # unknown lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-06170; 0001825034-2018-06168; 0001825034-2018-06165; 0001825034-2018-06164; 0001825034-2018-06162. Device remains implanted in patient.

Event description:
It was reported a patient underwent initial left total knee arthroplasty. Patient was noted to have bursal injection.